Event description:
Pt undergoing cataract surgery. During the emulsification, it was noted that metal particles were being deposited inside the eye from the phaco handpiece. A new handpiece was obtained for remainder of case. Eye was vacuumed/irrigated to remove particulate.